Manufacturer narrative:
Date sent to the FDA: 9/28/2007. Conclusion - the actual device involved in this event was returned for evaluation. The evaluation verified a grinding noise found at the motor. The motor was replaced. The evaluation could not duplicate the customer's complaint that the speed indicators were not lit; all led's lit when they were intended to light. During the installation of the motor assembly, it was found that the mdu pcba wire to the switch was broken. In addition, the cpc connector is not at the twelve o'clock position.

Event description:
It was reported that a patient underwent a gynecological procedure in 2007. During the procedure, there was a grinding noise and the led for the speed did not light up on the motor drive unit. The case was completed with no adverse patient consequences.